Event description:
It was reported that a clearlink blood recipient set was leaking with intravenous fluid and blood coming from the distal injection port. This occurred during infusion of intravenous (IV) csl and anesthetic agent propofol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: october 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.